Manufacturer narrative:
Device was used for treatment, not diagnosis. Bono, k. Et al (2013) a prospective comparison of computer-navigated and fluoroscopic-guided in situ fixation of slipped capital femoral epiphysis. J pediatr orthop 33(2) 128-134. This report is for an unknown 7.3-mm cannulated screw. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is being field after the subsequent review of the following journal article: bono, k. Et al (2013) a prospective comparison of computer-navigated and fluoroscopic-guided in situ fixation of slipped capital femoral epiphysis. J pediatr orthop 33(2) 128-134. From september 2006 to march 2009, children aged 8 to 18 years old were assigned to 1 of 2 treatment groups based on the intraoperative imaging method. Computer navigated (cn) techniques were used in treating 22 hips (mean age 12.3 years; 50% male) and fluoroscopic techniques (fluoro) was used in 17 hips (mean age 11.6 years; 59% male). The same basic equipment as used in both techniques in the study for placement of a single 7.3-mm cannulated screw (synthes, west chester, pa). There was 1 case of joint penetration in the fluoro group that was not appreciated on intraoperative fluoroscopic examination using the ¿approach-withdraw¿ technique, but was detected on postoperative CT and required second surgery for screw adjustment. This report is 1 of 1 for (B)(4). This complaint is for an unknown 7.3-mm cannulated screw.